Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that on (B)(6) 2013, the lvad pump was exchanged with another lvad pump. The cause of the exchange was noted as "pump thrombus". Information provided by the perfusionist indicated that prior to the exchange; the parameters were 9200 rpm, power 6.9, elevations up to 10.0. Lactate dehydrogenase at 700. The pump was exchanged. Thrombus was seen on the inflow bearing and outflow bearing and stator. Pump not returning.

Manufacturer narrative:
The manufacturer was advised that the device will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.